Manufacturer narrative:
Event date is literature article published date literature: journal international angiology feb 2018 (volume 37, supplement 1, issue 1) three years experience in kosova with eva (endovenous ablation). If information is provided in the future, a supplemental report will be issued.

Event description:
This text reports on a prospective study aiming to evaluate the results of endovenous ablation (eva). Encompassed in this study were modalities which are used for the treatment of varicose veins: endovenous laser ablation (evla) (laser 1470), closure fast (radiofrequency) and the use of a non-medtronic cyanoacrylate. 379 eva procedures were performed from april 2014 to may 2017 (346 lsv cases, 21 ssv cases and 12 patients with aas). 17 patients were treated with eva bilateral. 96% were completed under tumescent anaesthesia and 4% underwent general anaesthesia. No intra-operative complications were observed. A 0.3% incidence of dvt was reported. During a median follow-up at 12 months where duplex was performed, three recurrence and recanalization of the treated vein were reported.